Event description:
It was reported that during a knee arthroscopy, the shaft of the camera lens has been bent, and there is no picture seen through the lens at all anymore. The procedure was completed with a back up device with no significant delay or patient injury reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.